Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v014497, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 64001, lot# n424167, implanted: (B)(6) 2014, product type: adapter. Product ID: 3387s-40, lot# v014889, implanted: (B)(6) 2007, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
It was reported that they were unable to adjust stimulation. The patient¿s therapy had stopped the night prior to the date of this report. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-11595.